Event description:
It was reported that the dexcom g7 lost signal to the ilet while the dexcom mobile app continued to function, and the user was guided to toggle the cgm setting between g7 and g6 and re-enter the sensor pairing code, after which the pump entered pairing mode but later displayed a pairing failed alert despite intermittent bg readings appearing on the pump. Symptoms included no adverse clinical effects. Outcomes included no impact requiring medical attention or hospitalization. Investigation included remote troubleshooting and education regarding cgm pairing and device settings. Investigation of this case revealed a communication and pairing failure between the cgm and the ilet, with function confirmed on the mobile app and transient data reception on the pump, indicating an intermittent connectivity issue localized to the ilet-cgm link. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors related to cgm pairing.